Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have dislodged crimp from the grip cable at the distal end near the yaw pulley. No broken cables or wires found. Components adjacent to the dislodged crimp do not show damage. The complaint regarding broken wires was confirmed by failure analysis. The root cause of instrument cable crimp - dislodged is typically attributed to a component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.